Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with symptoms of pacemaker syndrome due to short atrioventricular delays with ventricular safety pacing. There was oversensing and crosstalk exhibited with the right ventricular (rv) and right atrial (ra) leads. Reprogramming was performed to adjust atrial output and sensitivity. Later, during replacement of the leads, it was noted there was a polarity switch, and loss of capture observed. The implantable pulse generator (ipg) and leads were removed and replaced. No further patient complications have been reported as a result of this event.